Event description:
It was reported via repair work order that the jack could not pump up, cause unknown. Stryker has not evaluated unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.